Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intra-ocular lens (iol) implant procedure, the surgeon noticed white deposits in the iol 8 weeks post-op. Iol looked clear when it was implanted. Patient had corneal oedema post-op, the oedema was clear at 8 weeks post-op which allowed the surgeon to view the iol optic and it was at this time that he noticed the white deposits on the iol. Patient complained of blurry visual acuity and fuzzy vision. Surgeon planning to do an iol exchange. Additional information has been requested.

Event description:
Additional information has been requested, received and the surgeon stated that patient was doing ok and was being observed. No further treatment was done.

Manufacturer narrative:
The lens was not returned for evaluation. Global quality customer affairs (gqca) reviewed the provided photo. The photograph exhibits findings of individual, small, white-colored focal and gray colored spindle-shaped opacities. As this photo is a 2d image, the illumination is broad, and anatomical landmarks are not present, it is not possible to determine the specific location of these findings. Based on the analysis of this photo alone, the location and identity of these findings cannot be determined. Associated products were not provided. The root cause for the reported deposits could not be determined. Information was provided by the hcp that patient is doing ok and is being observed. No further treatment was done. File will be reopened if new information is provided. The manufacturer internal reference number is: (B)(4).